Event description:
It was reported the screen had problems. It was also reported the programmer was not picking up the wireless signal from devices. The programmer was returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported the screen had problems. It was also reported the programmer was not picking up the wireless signal from devices. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, the display has intersecting horizontal colored checkered lines running through the display. It was also noted that the system fan was noisy. (B)(4): analysis found that the cable was damaged.